Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22860; related manufacturer reference number: 1627487-2020-22861. It was reported that patient experienced ineffective therapy. Troubleshooting was unable to resolve the issue. Imaging revealed evidence that the patient had been manipulating the ipg. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that both leads were migrated and twisted, and surgery occurred to explant and replace the leads.